Manufacturer narrative:
The handpiece was returned to the manufacturer for service and evaluation. A condition of the device overheating was found when the device exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the spindle housing or motor assembly. Service will repair the device.

Event description:
It was reported that when the handpiece was received at the manufacturer for service and evaluation, a repair technician found the device overheats. There was no patient involvement or any adverse consequences when this event occurred.